Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed as a guide break. The entrapment of the device and the irregular feel are related to case conditions and cannot be tested in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. Based on the information provided, it is likely that the guide broke, or cracked during insertion causing the feel to change. Additionally, the formed knot indicates that a malposition of the device was also likely. The suture capture was successful, but due to the guide break, the guide detached from the guide tube causing the entrapment and the malposition caused the suture to not capture the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from unknown to lot# 3031342.

Event description:
It was reported that this was a venous closure of a common femoral vein using a proglide device after an ablation procedure using an 8f sheath. Reportedly, when the device was delivered [inserted] into the anatomy, the metal portion of the device felt pliable, nothing like the other proglide used in the procedure. The suture was harvested successfully. The device was retracted, the metal portion felt soft. The metal portion of the device separated; however, the distal guide was above skin level and was able to be "fished out" with fingers and a hemostat. The proglide suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.